Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii." Is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later, healthcare professional reported capsular contracture, baker grade iii.

Event description:
Patient reported left side rupture. Later, healthcare professional reported capsular contracture baker grade iii. Device has been explanted and replaced.